Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter product ID neu_ unknown_cath, serial# unknown; product type catheter. (B)(4).

Event description:
It was reported that there was a patient with a suspected granuloma on 2014 (B)(6). Surgery was being done for the patient. Additional information was requested but was not available as of the date of this report.